Event description:
Additional information received reported that the patient had lost 100lbs recently and this has caused some difficulty with pump mobility and filling issues (as had weight gain in the past). There was also a pump filling problem on (B)(6) 2013, when the pump was found to actually be flipped over. When attempting to refill the pump, it was noted that the pump had flipped over and the health care provider (hcp) was unable to locate the fill port. It appeared to have been turned laterally such that the medial anchor may have torn loose. Very floppy/loose abdominal skin was pulling a lot on the pump. The pump was manipulated and rotated the pump back so the fill port could be accessed. The patient had been anchored to the abdominal muscle fascia per the operation note of (B)(6) 2012. It was also reported that the patient had spasticity in the lower extremities and gait difficulty. The spasticity severity was rated 1/10. The patient had muscle spasms with increased tone and a rare low back ache. A pump pocket anchoring and revision were done on (B)(6) 2013. It was noted that the patient¿s previous pump sock did not help when it floated in the adipose layer. The pump flipping/instability was listed as a preoperative diagnosis. Unkinking of the catheter was also listed as an operation performed. During the surgery, the top portion of the pump was able to be exposed and the incision was widened. It was noted that the pump was already flipped again, and the incision actually had to be lengthened a little bit medially another 0.5cm or so in order to be able to get the pump out. Care was taken in doing this and it was noted that there was still remaining silk suture at the approximate 2:30 to 3 o¿clock side in the loop, but no attached to any fascia. Then at the 9:30 type location, there was nothing on that rung, so it was suspected that it had cut through that suture likely and then that caused the ripping out of the other once this pump was free. After the pump was removed, it was then unwound at least five times to undo the kinking in the catheter, but the catheter looked fine and no repair to any of the catheter portion was required. Bipolar cautery was used to control the bleeding down in the fat layer. The patient was brought to the recovery room in stable condition. The patient was doing better since the surgery and the anchoring was working based on poking into the ribs with slouching when sitting; it was advised that the patient lean back and sit straight. The issues with anchoring the pumps (necessary but not fool-proof) were discussed with the patient and that it was done well at the surgery. An abdominal binder was going to be used for at least 6 weeks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2013, 2 of the 3 sutures holding the pump in placed were severed and the device was able to move freely. The catheter became twisted and surgery was required where a mesh pouch was implanted. The sutures were severed because the suture loops on the pump were rough. The pump was used to infuse baclofen. No patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).